Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead (electrical performance and inner/outer insulation integrity). Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the implant procedure, the patient's anatomy was challenging, and placing the right ventricle (rv) lead was difficult. The threshold values rose, and the lead had not seemed to move. The physician waited for the threshold values to go down, but they remained high. The physician tried placing the lead in a different position, and the threshold values were stable. The procedure ended successfully. On (B)(6) 2019, the patient was brought back to the lab due to lead dislodgment. There was no capture, and variable r waves were recorded. The physician tried repositioning the lead, but had difficultly because of the patients anatomy, and had difficulty with the stylet to correctly place the lead. The physician had to use a lot of force in order to get the stylet to go through, and was finally able to find a good placement. The threshold values were stable and all measurements were also stable, however after a few second values began to rise again. A decision was made to replace the lead with another model. There were no further complications, and no adverse patient effects were reported.